Event description:
The customer reported that there is zipper damage on the left side panel but didn't provide any specific details of the damage. There was no patient incident or injury. Inspection shows that the main access window zipper has 10 inches of elements that are open.

Manufacturer narrative:
(B)(4) - zipper damage. Evaluation results - evaluation of the product found that the left panel access window zipper has ten inches of elements that are open. Left side panel on the sun roof zipper there are two missing elements and the foot end has two inches of broken stitches on the zipper. (B)(4).